Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer experienced high blood glucose at the level of 437 mg/dl at the time of incident. Customer was treated with manual injection. Customer declined troubleshooting for high blood glucose. Troubleshooting was performed. Customer stated cannula was bent. The customer was advised a infusion set replacement will be sent. The insulin pump will not be returned for analysis.